Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Robotic hyster - "trocar cracked while being used as the camera port during the robotic procedure. Staff noticed the crack after losing pneumo (about 30 mins post insertion). It was discovered when that the source of the leak was due to a crack just below the entry point of the trocar. This trocar was attached to the coupler for the robotic coupler (other equipment used, robotic arm)." Patient status - no harm.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed the sleeve subassembly was cracked in the z-thread region, under the bell area. Engineering noted not all pieces of the cannula were returned for evaluation, however, information provided within the customer experience report indicated that all pieces were removed from the patient. The damage to the cannula may be due to elevated pressure caused by the placement of the cannula clamp. The ctf71, kii fios 12x150mm z-thread trocar has been validated for use with the davinci cannula mount #(B)(4). Additional information was requested and provided. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.